Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt's pump was exchanged due to possible pump thrombosis.

Manufacturer narrative:
The lvad was returned to the manufacturer for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.